Manufacturer narrative:
The insulin pump was received with loud motor noise during rewind due to faulty motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump would do a noise during rewind. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.